Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for an unknown device during an unknown procedure. It was reported that during device preparation before the procedure, when the sentrant sheath was flushed the sheath's hemostasis valve was not attached. The product was not used and was replaced with a new one to complete the procedure. Per the physician the cause of the event was due to a product fault. No additional clinical sequelae were reported and the patient is fine.